Event description:
During an endoscopic retrograde cholangiopancreatography, an attempt was made to remove a common bile duct stone using a boston scientific trapezoid wireguided retrieval basket. The basket was placed in the patient's common bile duct (cbd) by doctor, cbd stone was seen on fluoroscopy to be captured within the basket. Several attempts made to crush stone, both manually and while in the alliance inflation handle, by both rn and md. As the doctor was unable to crush the stone, release the stone from the basket, or withdraw the basket from the cbd, the trapezoid alliance inflation handle was used, with the intent to break the wires of the basket. During that attempt, a snapping noise was heard and the finger grips located on the trapezoid handle became loose. The basket under fluoroscopy appeared to be fully intact but the device at that point was no longer functional. The decision was made to leave the basket in place. The following day the patient was transferred to another facility to have the basket removed endoscopically.======================anufacturer response for trapezoid rx wire-guided retrieval basket, trapezoid rx wire-guided retrieval basket (per site reporter).======================rep contacted other hospital in an attempt to retrieve basket once removed from patient.what was the original intended procedure?ercp.device #1is this a laboratory device or laboratory test?no.